Event description:
According to the reporter, after a laparoscopic nephrectomy, an hour after the procedure, the patient was coded while in pacu(post-anesthesia care unit) and had to get rushed back for emergency surgery. During the re-operation, it was identified that there was bleeding on the adrenal branch, which the surgeon used the device on during the initial procedure. A vascular surgeon that was at the facility was called into repair the bleeding. The surgeon stated that everything looked fine intraoperatively all the way up to closing the patient while using device (little to no blood loss). The patient had extended hospitalization for 3 days and a blood transfusion was required.

Manufacturer narrative:
Concomitant medical product: lf1944, jaw lap lf1944 ligasure maryland 44 cm (lot#: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6 new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic nephrectomy, an hour after the procedure, the patient was coded while in pacu(post-anesthesia care unit) and had to get rushed back for emergency surgery, during the reoperation, it was identified that there was bleeding of more than 500cc on the adrenal branch, which the surgeon used the device on during the initial procedure to seal and divide. A vascular surgeon that was at the facility was called in to repair the bleeding. The surgeon stated that everything looked fine intraoperatively all the way up to closing the patient while using device (little to no blood loss). The patient had extended hospitalization for 3 days and a blood transfusion was required.